Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, high blood glucose on the (B)(6) 2018 and insulin pump had keypad anomaly. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose was 109 mg/dl. The customer¿s blood glucose level was 500 mg/dl and 37 mg/dl. The customer was treated with manual injections and intravenous drip at the hospital. The customer had symptoms such as abdominal pain. The customer reported that the buttons were unresponsive at times and hard to press. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.